Event description:
It was reported that 8 bd plastipak¿ hypodermic luer-lok¿ syringes had sharp plastic molding defects on their tips. The following information was provided by the initial reporter: "customer has found 8 syringes out of 200 sampled with a defect ¿ plastic fibers on the tips."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-mar-2023. H6: investigation summary samples and photos were provided to our quality team for investigation. Upon visual evaluation, plastic fibers on the tip of some of the syringes provided were observed, therefore the incident is confirmed. A review of the device history was performed for lot 2202072, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with the molding process. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd plastipak¿ hypodermic luer-lok¿ syringes had sharp plastic molding defects on their tips. The following information was provided by the initial reporter: "customer has found 8 syringes out of 200 sampled with a defect ¿ plastic fibres on the tips".